Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd female ll adaptor had foreign matter the following information was received by the initial reporter with the verbatim: it was reported by customer that contaminants - black specs.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported black specs in female luer lok, and returned pictures of 85 samples of material 1023-187-071, lot 3331478. The product is manufactured at north america molding center (namc), who conducted the investigation. Namc found the issue to be related to the manufacturing process. The root cause for this defect is attributed to material degradation due to overheating of the resin in the barrel. This creates embedded foreign matter on the parts during the mold cycling as the overheated material flows through the system. Namc recommends scrapping the remainder of the batch along with discarding bag 198. A pcc is open to add the autopurging cycling program to the mold to avoid the degraded material from flowing though the mold without purging it completely. Additionally, a quality alert is in place to notify and implement awareness in the production related to this defect during the in process inspections. The DHR review was performed on the batch #3331478 at namc. There were no qn¿s related to this condition. A total of 85 functional gaging and visual inspections were performed during production of this batch with acceptable results. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Should there be any additional questions as it relates to this (B)(4), please contact your sales support representative, (B)(6).